Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of a cracked luer hub was able to be confirmed by the photo. The proximal luer hub was revealed to contain one large crack. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "use only securely tightened luer-lock connections with any venous access device (vad) to guard against inadvertent disconnect." The customer report of a cracked luer hub was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the injection hub of the catheter was found cracked while in use on a patient. Therefore, the catheter was removed and replaced with a new one. The catheter was discarded. No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the injection hub of the catheter was found cracked while in use on a patient. Therefore, the catheter was removed and replaced with a new one. The catheter was discarded. No patient injury or harm reported. The patient's condition is reported as fine.